Event description:
A report was received that the patient was oozing at the lead incision site. The patient was admitted to the hospital for monitoring and given oral vancomycin as a precaution. The physician believes that the oozing was procedure related. The patient has been released and is reportedly doing well.

Event description:
A report was received that the patient was oozing at the lead incision site. The patient was admitted to the hospital for monitoring and given oral vancomycin as a precaution. The physician believes that the oozing was procedure related. The patient has been released and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient was diagnosed with an infection which has since cleared. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.